Event description:
Patient was ordered tpn (total parenteral nutrition). Rn obtained glucerna enteral feeding from pantry. Rn obtained IV tubing from omni cell and attached tubing by spiking the bottle. The IV tubing was connected to the PICC IV line and infused via a vein. The patient coded and died. The warnings on the bottle are not adequate (embossing not clearly visible and font very small that says "not for IV use". The label comes off. The bottle allowed for spiking. The manufacturer was immediately notified about the event.